Manufacturer narrative:
The device history record review will performed as soon as the s/n of the explanted valve will be known. Morpho-histological analysis will be performed on the valve. Results - no definitive results at this time. Conclusion: no conclusion can be drawn at this time as device was returned to the manufacturer on (B)(6) 2014.

Event description:
The manufacturer was notified on (B)(6) 2014 of a mitroflow valve (model lxa size 25, s/n unk) that was explanted on (B)(6) 2013 after 5 years due to valve stenosis secondary to structural valve deterioration.